Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection also noted the helix appeared stretched. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that on (B)(6) 2018 during an attempted ingevity lead implant procedure the mechanism for retractable fixation of the helix was not working properly so, the physician swapped out this ingevity lead for a non bsc lead and system. No adverse patient effects were reported. This device has since been received for analysis, the results are enclosed.

Manufacturer narrative:
Upon receipt of this right ventricular lead at our post market quality assurance laboratory, visual examination determined that the lead arrived with the helix extended and the helix appeared stretched. The. Testing of the functionality of the lead confirmed to have been working as intended. The identified damage was most likely due to the handling of the lead during the implant procedure. Analysis confirmed the root cause of stretched helix as the difficulty experienced by the physician as reported in the field.

Event description:
It was reported that on 12/10/2018 during an attempted ingevity lead implant procedure the mechanism for retractable fixation of the helix was not working properly so, the physician swapped out this ingevity lead for a non bsc lead and system. No adverse patient effects were reported. This device has since been received for analysis, the results are enclosed.

Event description:
It was reported that on 12/10/2018 during an attempted ingevity lead implant procedure the mechanism for retractable fixation of the helix was not working properly so, the physician swapped out this ingevity lead for a non bsc lead and system. No additional information was provided but when more information becomes available a follow up report will be generated. No adverse patient effects were reported.